Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated: 1) no unique device identifier information was available, 2) the valve remained implanted, and 3) the patient's weight was 70 kg. No further details were provided.

Event description:
Literature was reviewed regarding an 81-year-old male patient with severe aortic stenosis who underwent successful implant of a medtronic 26-mm evolut r bioprosthetic valve without complication. At six months post-implant the patient was re-hospitalized with acute chest pain, dyspnea, and hemorrhagic shock. Computed tomography angiography confirmed an acute rupture of the ascending aorta with multiple fresh blood reservoirs and thrombus originating from the location near the bioprosthetic valve. In surgery, three intimal tears and rupture of the ascending aorta were found in relation to the contact site between the bioprosthetic valve frame and the aortic wall. The native ascending aorta was excised and successfully replaced with a non-medtronic prosthetic vascular graft. Thepreviously implanted evolut r valve was preserved by aligning the vascular graft with the edges of the bioprosthetic valve frame to ensure structural integrity and valve functionality. In the early phase of the postoperative course the patient started active rehabilitation. However, at nine days post-operative the patient¿s general condition deteriorated as he suffered from circulatory and respiratory insufficiency. A sternal wound infection developed which required targeted antibiotic therapy and rewiring of the sternum. Then a left-sided hemothorax occurred which was treated via left mini-thoracotomy. Furthermore, a gastrointestinal bleeding with the need for multiple blood transfusions occurred. Later, the patient later urosepsis and acute renal failure with the need for hemodiafiltration. Despite intensive treatment, further deterioration persisted until multiple organ failure was observed. The patient died at 50 days post-operative. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: hirnle et al. Rupture of the ascending aorta 6 months after tavi procedure caused by tavi prosthesis. J cardiothorac surg. 2024 aug 28;19(1):501. Doi: 10.1186/s13019-024-02980-9. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.